Event description:
It was reported that the atrial lead exhibited high impedances, a loss of capture, and a possible fracture. The lead was capped and not replaced as the physician was unable to obtain vascular access. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted: (B)(6) 2008. (B)(4).